Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported experiencing ¿unusual pain, tingling, swelling, numbness, or burning of the breast¿ first experienced more than 2 months after mammogram, side unspecified. No treatment was noted. Patient later reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the radius side assessed as a surgical impact opening (shell thickness within specification) inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed on the shell. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data.

Event description:
Patient reported experiencing ¿unusual pain, tingling, swelling, numbness, or burning of the breast¿ side unspecified. Patient later reported right side rupture. Device was explanted.